Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use. The home patient (hp) was in dwell when the alarm occurred. The hp stated that the alarm occurred during their pervious therapy. The hp just turned off the cycler. The only had three bags connected; none of the bags became disconnected. There were no loose connections. The technical service representative (tsr) reviewed the alarm with the hp. The hp completed therapy with manual supplies. Baxter product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding reported problem. The hp stated therapy has been going fine since then. They stated they did not note anything unusual with the supplies. They stated they did talk to their nurse, and further discussion what caused the alarm; they believe one of the connections might have been loose. They stated they have not had any further problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.a follow-up MDR will be submitted if additional information is obtained.